Manufacturer narrative:
E1: name: medtronic minimed. Street: 18000 devonshire street. City: northridge. State: ca. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced kinked cannula issue, which led to high blood glucose level and was treated with correction pen event on 31 may 2026. The site of insertion was on abdomen. The infusion set in use for same day.